Event description:
Lv lead failure was reported in association with another already reported complaint about the rv ICD lead protego sn (B)(4). No further details available at the moment. System extracted.

Manufacturer narrative:
Upon receipt, the fragmented leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the protego showed signs of abrasion along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through. This damage most likely occurred due to mechanical stress of the lead during the implantation time. Furthermore the sentus demonstrated a fracture of the conductor coil which most likely resulted from clavicular-first rib entrapment. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.